Manufacturer narrative:
It was confirm that no further information would be provided. Therefore, the event could not be confirmed nor the root cause of the reported event be determined due to the minimal information received.

Event description:
It was reported via mw5056893 that a total hip replacement failed catastrophically when the femoral head became disengaged from the femoral stem due to corrosion at the stem/head junction.